Event description:
It was reported that the video system center had unresponsive custom 1 button with no sound and functionality. The event occurred during a eus fine needle aspiration diagnostic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. It was verified via the user settings that picture in picture/pop was selected under front panel button 1. Assigned custom button 2 to picture in picture/pop. Custom button 2 was responding. Tac advised to send the unit in for repair. Customer will call back to have the unit sent in. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.